Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an inoperative "select" key was confirmed during product evaluation. The assignable cause was a loose keypad flex cable. The flex cable was reconnected to correct the reported condition. The user software version is 5.09.90.

Event description:
The facility representative reported a colleague infusion pump with a stop button failure. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. The user interface module software version is unknown at this time. No additional information is available.